Event description:
Reporter states both rear side frames cracked at the weld near the vertical tube, the caregiver noticed the cracks while transferring the end user out of the chair. No injuries reported.